Event description:
A physician attempted an arteriotomy closure with the starclose se device after an interventional procedure. When the physician advanced the clip delivery tube through the sheath, the tube did not split completely from the hub to the distal tip and the clip remained in the sheath. The physician used the safety release button to remove the device from the pt and reverted to manual compression to achieve hemostasis. There was no pt injury reported.

Manufacturer narrative:
Upon investigation of the returned device showed damage to the exchange sheath, nylon shaft, garage leaves and captured clip. Review of the device history record for this lot did not produce any findings that attributed to this incident. We have identified a malfunction that has met the criteria for reportability. Subsequently, we have determined that this event is reportable as a "product problem (malfunction)."